Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) is complete. The reported problem (delivered monophasic pulse) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, transistors q13 and q16 were shorted on the defibrillator board causing the test failure. The root cause of the shorted transistors cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor (B)(4) delivered a monophasic pulse at incoming testing.